Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-8400ex, batch 15422129, that displays the device is completely bent. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force being used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-8400ex excalibur blade/burr was bent in a rotator cuff surgery with no patient affected.